Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 435 mg/dl. The customer experienced nausea due to high blood glucose. The customer changed reservoir and site and gave bolus. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege insulin pump was under delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The drive support cap appears to be normal. The customer reported air bubble in tubing of infusion set. The approximate size of air bubble was length of the pinky finger. The insulin pump will not be returned for analysis.